Event description:
It was reported that the pt was not able to adjust stimulation. The display showed "call your doctor" icon with a por (power on reset) condition. Pt has a warning por. Additional information was requested.

Manufacturer narrative:
(B)(4).